Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during preparation, the needle detached from the suture while taking it out from the package. The procedure was completed with another uphold vaginal support system. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the needle detached from the suture. The dart was missing and was not returned. Analysis also revealed that there was no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during preparation, the needle detached from the suture while taking it out from the package. The procedure was completed with another uphold vaginal support system. The patient's condition at the conclusion of the procedure was reported to be stable.